Event description:
The target lesion was left main to the proximal lad and the first diagonal. The lesion was a restenosis of a lesion that had been previously treated with balloon angioplasty (poba). The vessel was slightly calcified and slightly tortuous. There was 90% stenosis. It was an emergent case due to an ami. A 3.5 x 28mm cypher was implanted at the left main to the proximal lad, but it didn't cover the entire lesion and a new 3.0 x 13mm cypher was implanted at the distal edge of the implanted cypher. The stent was not shorter than expected from the report. It's a possibility that the physician misjudged the length. As a result, these two cypher stents jailed and caused total occlusion during the procedure. Then a guidewire (unspecified) crossed the target lesion and pre-dilation was barely conducted with a ryujin 1.5mm, 2.0mm balloon. A 2.5 x 13mm cypher was delivered, but it would not cross the target lesion at the first diagonal after crossing the implanted cypher stents. In order to deliver the cypher. Anchor balloon technique was conducted, but the cypher would not cross the lesion. The procedure was finished successfully and side branch occlusion was treated with poba only.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR. Report# 9616099-2009-00380. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.